Manufacturer narrative:
The failure investigation has been completed and the touchscreen issue was verified. Functional testing was performed and no failure was identified related to the low blood glucose issue.

Event description:
It was reported that the customer bumped the pump into an object and as a result the touch screen became cracked, but still functional. Customer's blood glucose (bg) level ranged from 49 mg/dl to 270 mg/dl; cause was unknown. Reportedly, the customer consumed food and took a glucose pill to address bg level. Reportedly, customer continued to use the pump for insulin therapy.